Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional initially reported ¿an incident¿ with device (no side specified). Healthcare professional later reported a left side capsular contracture, baker grade iii diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6 visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. Deformation observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional initially reported ¿an incident¿ with device (no side specified). Healthcare professional later reported a left side capsular contracture, baker grade iii. Device remains implanted.